Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested. The tested products has the same leakage at the same position. This could be determined as bonding failure. We tested the filter in our laboratory, following our standard process, on tightness. Therefore, the quart was tested at below water in a water bath and was then pressurized with compressed air (0.3 bar). Due to the air escaping (visible as air bubbles in water) a leakage in the welding cover has been found. The leakage at the connection between cover and filter body can be confirmed. Most possible root cause could be the bad bonding between cover and filter body. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Customer reported that "during priming, the customer noticed priming liquid was leaking from the side of quart artery filter on (B)(6). The product in question was replaced." No adverse effects on the patient. (B)(4).